Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a knee surgical procedure it was observed that while the velys base station device and the velys satellite station device were in use inaccurate cuts were noticed. During further follow up it was reported that the cut was under resected about three to four mm. The user noticed it during trialing. No it was planned for cementless. No manual instruments were required. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the investigation could confirm the reported issue of "over-resected cuts". The issue was investigated and reviewed by the systems team. The investigation found that the probable cause to the issue is femur array movement during operation. Other contributing factors include sub-optimal leg positioning and leg/robot movement. The investigation found evidence of femur array movement during the posterior chamfer cut. The posterior cut is performed after the femur array movement event, which would make the other cuts relative to posterior cut be incorrect. The user measure the anterior plane and it shows it being off by approximately 8.0mm this likely lead to the cuts being off as described by the user. The user later confirms this with the verify checkpoint and struggles to find a correct location for the femur checkpoint. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started: check that the array clamp is securely attached on the array drill pins, check that the bone array is securely connected to the array clamp, re-acquire checkpoints and anatomical landmarks, otherwise, proceed using conventional manual procedure. Additionally the investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" and [saw disabled] saw blade ¿tip¿ point is too far from cut reference point messages are displayed during all the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The IFU: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found that the leg is not vertically aligned and angled away from the robotic assisted device and at a distance greater than 7 inches. Root cause: the investigation found that the probable cause to the issue is femur array movement during operation. Other contributing factors include sub-optimal leg positioning and leg/robot movement, these factors are traced to improper handling by the user. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
Problem reported: over-resected cuts. If issue with cuts is reported, is robot mounted to the bed: unknown. Patient involvement: unknown. Were there reports of injuries, medical intervention or prolonged hospitalization: unknown. Are patient treatments delayed or cancelled: unknown. All information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.